Manufacturer narrative:
The product involved in the report has not been returned. . A review of the device history record is in-progress. All information reasonably known as of 10 oct 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. The complaint of inconsistent readings regarding the bpneo1-reg, bpneo2-reg, bpneo3-reg, bpneo4-reg, and bpneo5-reg was not confirmed. The root cause was not determined given the limited information and lack of returned device. A risk assessment was performed, and the ultimate risk was determined to be low which does not require escalation to the CAPA review board. There has been 1 other complaint regarding the same parts and a similar issue within the 24 months preceding this reported event. Complaints will continue to be monitored for possible trends. Performed risk assessment with RMA- 20000, revision 5; the most closely associated risk (functional risk with hazardous situation "inaccurate or inconsistent bp reading" is risk r3 (p1 = 1/5, p2 = 1/5) with a probability of harm occurring p= 1/5 and severity s = 3/5 (serious) which is low risk. The calculated p1 based on complaints and sales in the previous 24 months is 1/5 (improbable). Therefore, the probability of harm occurring (p) remains the same as the risk file and is determined to be low risk per ref-20001-c1 rev. 2.

Event description:
"Readings were inconsistent.. She had stated that she was seeing 10 point higher systolic bp readings; 80/40 with regard neonate cuffs as opposed to 70/40 with ge cuffs. This nurse said that our cuffs were more finicky to the state of the baby. This nurse also said that when the babies were at ease or sleeping that the regard cuff bp readings more closely matched the trend of ge bp readings. Hemodynamically speaking it is normal for hr, rr, bp, and even temperature to increase when humans are agitated or in pain. This is intensified in children and neonates. There were other nurses in the nicu that stated they did not observe any high bp readings. One rn also stated she had no issues with new cuff. We observed mostly size 3 and 4 neo cuff sizes in use in the nicu."

Event description:
"Readings were inconsistent. She had stated that she was seeing 10 point higher systolic bp readings; 80/40 with regard neonate cuffs as opposed to 70/40 with ge cuffs. This nurse said that our cuffs were more finicky to the state of the baby. This nurse also said that when the babies were at ease or sleeping that the regard cuff bp readings more closely matched the trend of ge bp readings. Hemodynamically speaking it is normal for hr, rr, bp, and even temperature to increase when humans are agitated or in pain. This is intensified in children and neonates. There were other nurses in the nicu that stated they did not observe any high bp readings. One rn also stated she had no issues with new cuff. We observed mostly size 3 and 4 neo cuff sizes in use in the nicu."

Manufacturer narrative:
The product involved in the report has not been returned . A review of the device history record is in-progress. All information reasonably known as of 10 oct 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.